Manufacturer narrative:
Date of event: exact date unknown, event occurred a few years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the lead had migrated as a result the patient was experiencing pain around the spine and in between the shoulder blades. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted lead was kept by the medical facility.